Event description:
Homepump eclipse item #e401000, lot# 0201366075, exp 08/16, infused over incorrect period of time. Product filled with 250 ml of fluid and infused over 1.5 hours, it should have infused over 2.5 hours. Vancomycin 2.4 grams was infused and patient reports nausea and chest pain after infusion. Dates of use (B)(6) 2014.